Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2014-02531 and 1225714-2014-02532.

Event description:
The plaintiff's attorney alleged that the pt experienced metabolic alkalosis, hypotension, and a cardiovascular event and subsequently expired on (B)(6) 2009 after the use of the product.